Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Plate fractured after it was implanted in the patient. The patient can feel the plate move when moving and is in pain. The plate is being left in the patient for now. If pain does not decrease over time, the plate will be removed.